Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, it was noted that the left ventricular lead was dislodged. The lead was capped and replaced on (B)(6) 2016 without any complications. The patient was stable post procedure.